Event description:
It was reported that there was a pump problem. A critical alarm occurred and was confirmed by telemetry. Safe state occurred while a flex bolus was in use. Reset to minimum rate due to low battery. The pump battery was depleted. The manufacturer¿s representative noted that eri (elective replacement indicator) was less than one month. When the pump was interrogated it was found to be stopped. The patient experienced return of symptoms including spasticity. The patient was admitted to the hospital for withdrawal symptoms. Oral baclofen was administered but it ¿did not help,¿ and the patient was scheduled for pump replacement surgery which occurred (B)(4) 2015. The catheter was not removed. There was no patient injury and the patient recovered without sequela. The patient was currently receiving effective therapy. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain additional information. If addition information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11447r09, implanted: (B)(4) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found c300. The pump had miscellaneous low battery reset due to an undetermined cause. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.